Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties inserting cartridge onto the pump. Customer's blood glucose was within range. Reportedly, customer used another cartridge and resumed insulin therapy.